Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: [hospital name] pulled a ctf03 for procedure on (B)(6) and noticed the obturator was bent/broken. It was not used on the patient but did enter the sterile field. It was set aside, and a new one was utilized for the case. No danger to the patient. Additional information provided by applied medical representative on 20jun2025: the bend/break occurred at the tip. The shaft broke prior to using. Detected upon removal from packaging. Intervention: a new one was utilized for the case. Patient status: no patient status provided, event occurred before use.

Event description:
Procedure performed: unknown. Event description: [hospital name] pulled a ctf03 for procedure on (B)(6) 2025 and noticed the obturator was bent/broken. It was not used on the patient but did enter the sterile field. It was set aside, and a new one was utilized for the case. No danger to the patient. Additional information provided by applied medical representative on 20jun2025: the bend/break occurred at the tip. The shaft broke prior to using. Detected upon removal from packaging. Intervention: a new one was utilized for the case. Patient status: no patient status provided, event occurred before use.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Based on the condition of the returned unit and description of the event, it is possible that the obturator damage occurred during assembly or during transit. However, the exact root cause of the damage could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.